Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of critical battery alarms and premature power switching events prior to the 25% rsoc threshold. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient performed controller change with help of spouse at home due to what he called 'power switching' at night. The patient was provided with a replacement backup controller.